Event description:
It was reported that the device was alarming every 4 hours. An interrogation found 71 short interval counts (sic) and 2 high rate n on-sustained episodes. 21 of the sic were in less than 24 hours. Isometric maneuvers and pocket manipulation was performed without the recreation of noise. The lead and device currently remain in use; however a revision is scheduled to evaluate for a loose set screw and to visually evaluate the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2012; 4592 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.